Manufacturer narrative:
The unit had unresponsive buttons due to a corroded keypad. Analysis was unable to verify the battery out limit alarm due to unresponsive buttons. The unit had no frozen screen and no moisture damage on the electronic assembly during visual inspection. The unit had a minor scratched lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked belt clip slot, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report a battery out limit alarm, a keypad anomaly, and that the device was submerged in water. The customer's blood glucose level was 85 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.